Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in being unable to charge the pump. There was no reported adverse impact to the customer's blood glucose level. No further information was provided regarding resolution of the case.